Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A certified ophthalmic assistant reported loss of suction during flap creation.

Manufacturer narrative:
The review of logfile for the day of treatment shows at system startup, no error messages or parameter deviations can be seen from the log file which point to the problem described. The three system test for vacuum, energy and ablation were executed by the user without any problems. The reported treatment could be identified in the logfile. The treatment was aborted after a warning message. The message indicates that the user released laser pedals and pressed the right footswitch to turn off the vacuum. No technical root cause is detectable. The system was working within specification. According to the review of logfile the root cause is that the vacuum was turned off by the user (by pressing the right foot switch), it caused vacuum loss and subsequently the existing suction was lost. (B)(4).

Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is: (B)(4).

Event description:
The reporter provided additional information stating the patient returned for photo refractive keratectomy (prk) one month after initial lasik attempt.